Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had two screws placed in her ankle on an unknown date in 1994. Patient believed she may be having a reaction to the screws. Her doctor requested material composition of the plates, and specifically if it contained (B)(4). Patient was told that both parts were 316l (B)(4), which contains between (B)(4). Patient commented that the percentage of (B)(4) was high for her, since she has learned that she is allergic to (B)(4). Patient will speak to her doctor about having screws removed. This is report 2 of 2 for complaint (B)(4).